Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial MDR the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis that could have cause or contributed to the reported issue was identified. Based in the results of the investigation, physical stress was applied to the insertion section during user handling and cause the coating to peel. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use: 3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the coating of the insertion tube peeling off, there were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope insertion tube inner surface looks poor with creases. There was no patient harm associated with the event. The device was evaluated, and it was found that there were defects of the insertion tube. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.